Event description:
It was reported that the surgical team experienced difficulty in obtaining the proper seating of the device during surgery. In an attempt to correct the device positioning, the surgeon desired to perform additional reaming of the canal. Using x-ray and not continuous monitoring, the surgeon progressed a guide pin in the canal which exited the acetabulum and damaged the iliac vessel. Intervention was required by a vascular surgeon to repair the damaged vessel.

Manufacturer narrative:
It was stated in the reported complaint that the instrument was worn, but still fit for purpose. The wear on the instrument was noted during macroscopic examination. It is likely that the fracture would not have prevented the barrel guide from mating with the lag screw. However, the fracture did cause a deformation in the outer diameter of the barrel guide, resulting in an increased width beyond specification. Therefore it is likely that the barrel guide would not properly translate in the chs plate barrel, and could have resulted in improper plate positioning during the surgery. From the analysis conducted during this investigation, it was inconclusive as to how the barrel guide fractured. Fracture was likely caused by either torsional overload of the material during lag screw insertion, or excessive bending on the insertion wrench during insertion. This excessive bending would have transferred stress to the lag screw connection point, and could have caused the exhibited fracture. It is unknown if the fracture occurred during a previous surgery. No material deviations in the barrel guide were found during this investigation.